Event description:
It was reported to MFR that the vns pt's device revealed high lead impedance, end of service set to no, dc-dc converter code of 7, on both system and normal mode diagnostic tests at a f/u visit in (B) (6) 2009. The pt was seen for this f/u appointment, due to reported positional painful stimulation, as well as intermittent stimulation. Further f/u with the treating physician, revealed that the pt had an increase in seizures in (B) (6) 2009, and a medication change was made as a result. The pt's seizure activity was reported to have improved after the medication change. The physician was not certain if this seizure increase was due to the high lead impedance, as no diagnostics were performed when the pt was seen in (B) (6) 2009. There was no report of manipulation or trauma, which may be contributing to the events. The device output current has been programmed to 0ma and the pt has been referred to a surgeon for a consult.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.